Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would turn off while in a session. On one occasion, the programmer's screen froze and the programmer made a noise when starting a threshold test. On another occasion, the programmer turned off during a session and had to be rebooted. The caller was advised to remove the battery and only use line power. The current status of the programmer is unknown. No patient complications have been reported as a result of this event.